Manufacturer narrative:
Product was not returned to the manufacturer. It was discarded by the hospital. No impact on patient was reported . The surgery was delayed less then 30 min. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to the descriptions provided of the event as well as the traceability and DHR analysis of the device. The investigation concluded on a root cause related to a hard bone condition of the patient the investigation found no evidence of a product issue.

Event description:
Roi-c : failure to implant. It was a roi-c surgery. As reported: the c3-c4 level implantation was done without difficulty. On c5-c6, after discectomy, trial was used. Surgeon refused to make x-ray control. (Cage was implanted, still without control. First anchor impacted in c6. Surgeon removed the implant holder before reporter would have the time to tell him to impact the second anchor. He feels the cage moved (surgeon uses implant holder without adjustable stop). X ray control was done. Confirmed that position wasn't good. Reporter advised surgeon to remove the cage. Anchor and cage removal was done without difficulty. New cage was implanted (with adjustable stop), but without xray control. ( this case is investigated in another report). First anchor was impacted in c6 without difficulty. In c5, difficulty to impact anchor. When removing implant holder, cage was broken. The reporter notified that anchor in c5 is not impacted at all. All the construct was removed. New cage was implanted, with starter awl following the surgical technique. Anchor was impacted without difficulty.

Event description:
This is a duplicate of report 3004788213-2018-00055.

Manufacturer narrative:
Corrections to all fields. This is a duplicate of report 3004788213-2018-00055.